Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the perfusionist (ccp) observed a slow battery charge rate on the perfusion system. The device was not changed out, as they continued to use for the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 06/23/2015: during an emergent case that occurred in the evening, the perfusionist (ccp) noticed the power status indicator light remained yellow for a longer period than normally observed. In most cases, this indicator will change from yellow to green in approximately two to three minutes. There were no issues and no other observations during the procedure. Alternating current (a/c) power was not lost during the procedure. The case was completed successfully, without any equipment or clinical issues. There was no delay in the procedure and no associated blood loss. There was no harm observed. After the procedure was completed, the user facility's biomedical engineer (biomed) inspected the system and discovered that power supply-1 was not functioning, but power supply-2 was operational. The battery appeared fully charged, but if one of the power supplies is a non-functional battery, charging will not occur. The biomed is a trained specialist by the MFR and he is doing further testing and troubleshooting of these issues. Though no clinical issues or actual loss of power has been reported, if the power supply is not repaired, battery charging will not occur and this could potentially impact battery life if a/c power is lost.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. Biomed confirmed power supply failure and replaced it onsite. During laboratory evaluation, the product surveillance technician (pst) connected the returned power supply to a power supply test fixture. When powered on, no output voltage was measured from the power supply, when expected voltage is 24.5 volts. No additional action will be taken at this time.

Manufacturer narrative:
The morning after the case was over, the user facility's biomedical engineer (biomed) evaluated the system-1 and the batteries showed fully charged. Power supply #1 had stopped operating, there was no good signal for the biomed to measure and the logs confirmed the information. The biomed informed the surgical team the batteries are fully charged, and the second power supply is functioning as it should so they can use the unit again. In fact, they were using the system-1 while moving a different patient into the operating room as the biomed was evaluating the system and began the new case.